Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 5 and 24 hours. When removed from the infusion site (arm) due to insulin leaking, the pod's cannula was found to be dislodged. As treatment, a new pod was placed. The pod has been discarded.